Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an implant procedure, no capture and low impedance were noted on one vector of the left ventricular (lv) lead. The remaining vectors produced good values, thus, the lv lead remained implanted and no intervention was performed. The patient was stable with no adverse consequences.